Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that device exhibited an aneurysm on the right cylinder. The patient underwent a revision procedure of his ambicor penile prosthesis (app). All components were explanted and a new inflatable penile prosthesis (ipp) was implanted.